Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridges were leaking at the o-ring. Customer loaded a new cartridge to address the issue. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery. There was no adverse impact to the customer's blood glucose level.